Event description:
This device was implanted on (B)(6) 2018. And was explanted on (B)(6) 2018. In a form scanned by medical records on (B)(6) 2018. It was noted, that the device was explanted, due to infection. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).